Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Through review of provided x-ray images it was possible to confirm the reported material fracture but not the root cause. A review of the device manufacturing records found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot 9087696 the component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Device history review : the component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post-op liner breakage. It was reported that the patient was given left artificial hip replacement on (B)(6) 2020. On (B)(6) 2020, the patient felt painful, went to hospital for checking, took x-ray, noted the liner was broken. The patient hasn't been given revision operation until now. The patient is stable now.